Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the motion control cpu circuit board was defective and will be replaced once parts are procured. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the apix table was unable to be positioned or moved. There was no adverse pt involvement reported. There was no pt info reported.